Event description:
It was reported that the customer was hospitalized for high blood glucose levels. It was mentioned that the customer had a high white blood cell count prior to hospitalization. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.